Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad is intact. Evaluation revealed that the contrast button was unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under the contrast, up and down contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - correction: the previously reported results inadvertently omitted the following statement: unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow button was intermittently unresponsive for two weeks. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.